Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The initial report will be submitted under MFR 3007963827-2023-00323.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The initial report will be submitted under MFR 3007963827-2023-00323.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-03079, 0001822565-2023-03080. D10-medical product: unknown articular surface, unknown femoral. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.